Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a kinked and fracture occurred. The target lesion was located in the left anterior descending branch. A 6f long guidezilla ii was used for treatment. The surface of the guidezilla was not smooth. During the procedure, the device got kinked and fractured before reaching the lesion. The device was removed with complications reported. There were no patient complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that at 6,5cm, 27,4cm and 39,2cm distal from the collar, the shaft of the device was kinked.

Event description:
It was reported that a kinked and fracture occurred. The target lesion was located in the left anterior descending branch. A 6f long guidezilla ii was used for treatment. The surface of the guidezilla was not smooth. During the procedure, the device got kinked and fractured before reaching the lesion. The device was removed with complications reported. There were no patient complications reported, and the patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The device was pulled out directly from the patient without any additional intervention done. The procedure was completed with another of the same device. No patient complications were reported.